Event description:
It was reported that patient underwent a proximal humeral fracture repair on (B)(6) 2015. Review of post-operative radiographs revealed the screws had backed out. Subsequently, the screws were removed on an unknown date.

Event description:
It was reported that the patient had a proximal humeral fracture repair on (B)(6) 2015. Post-operative radiographs revealed that the pegs backed out of the nail. The surgeon does not plan to remove the pegs at this time as they are not bothering the patient. It is unknown why the pegs backed out, but patient trauma did not reportedly occur. No revision procedure has occurred to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient had a proximal humeral fracture repair on (B)(6) 2015. Post-operative radiographs revealed that the pegs backed out of the plate. The surgeon does not plan to remove the pegs at this time as they are not bothering the patient. It is unknown why the pegs backed out, but patient trauma did not reportedly occur. No revision procedure has occurred to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01996 / 01997).